Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective device replacement procedure, lv lead fracture was observed. Lead had previously not displayed any signs of fracture other than chronically elevated lead impedance. When the lead was disconnected from the device, it was noted visually that the lead had fractured. There was no capture and pacing lead impedance was out of range high. Lead repair kit was used to repair the lead fracture. Physician decided to continue to monitor the lead while having the new device pacing in an rv-only fashion. Patient¿s condition was stable.

Event description:
New information received notes that during elective device replacement procedure, lv lead was found to be tangled and wrapped around other leads. Scar tissue and insulation damage was also noted. The lead was not programmed to pacing due to high pacing threshold. Lead was turned-off.